Event description:
It was reported that the patient was hospitalized in (B)(6) 2012. At that time, programming had been "fooled around with" during the patient's stay. The patient's mother had thought that the pump was delivering too much medicine. One month later, in (B)(6) 2012, a healthcare provider (hcp) reported that she was uncertain why the patient had been in the hospital in (B)(6). Interrogation indicated that the patient's dose was 1000.9 mcg/day, but the hcp expected the dose to be 960.6 mcg/day and did not know why there was a discrepancy. The patient's mother later reported that a physician in (B)(6) had "upped the pump 10 percent", but it was unclear when this had occurred. The hcp stated that the patient was "tighter" and "pretty spastic". The patient was due for a refill the following day. Two weeks later, it was reported that the patient had experienced three episodes over the previous six weeks where the "patient had fallen asleep and not woken up on his own over a seven to seventeen hour period". The patient's symptoms were noted to be oversedation, and he was thought to be in a "semi-coma" or state of stupor. The patient had been in and out of hospitals since (B)(6), and he experienced intermittent periods of being tired where he went into a "semi-coma". A series of tests were performed to determine if the pump was delivering too much medication. It was reported that neither the patient's neurosurgeon nor the managing doctor thought the patient's symptoms were pump related, but "they wanted to just cross the pump off the list". The pump and catheter had been "checked out" and everything seemed "fine". The patient's mother stated that they had "done over (B)(6) worth of tests and everything came back negative". No audible alarms were reported at that time. A few days later, it was reported that the patient's physicians were reported to "question if the pump was working correctly or not". The patient was reported to have been refilled in (B)(6), and his infusion settings had been changed from "flex" to "simple continuous" several weeks prior to the date of this report. The medication used within the system was lioresal. No additional information was available at the time of this submission.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8840, serial#: unknown, product type: programmer, physician; product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information indicated the patient continued to have episodes where he 'did not wake up for as long as 30 hours.' It was noted that one of the problems was that the 'hospital the patient was in at the time of this report was not equipped to deal with the pump.' Three or four weeks prior to this report, x-rays were taken of 'the tubing on his spine and found nothing really.' It was noted that based on the number of days and the dosage level, the pump 'seemed to be doing its job.' It was thought that the patient's daily medications were the cause of the patient's symptoms. The patient's dosage level was noted to be 910mcg/day. The patient was reported to have been switching between flex and continuous dosing programs. A few days later, the patient's healthcare provider (hcp) reported the patient had been experiencing episodes where the patient would not wake up in the morning, and 'when he woke up he seemed a little bit tighter.' The patient's condition was also noted to be that of 'extreme unresponsiveness.' The hcp stated that 'every single test medically was negative, that there was no catheter kink, but that he had been hospitalized seven times for this.' No additional information was available at the time of this submission. A follow-up report will be sent if further information becomes available.

Event description:
Additional information received reported that since (B)(6) 2012 the patient had been in the hospital eight to ten times due to his falling asleep and not awakening for twenty four to thirty eight hours. The most recent incident of this happening occurred the week prior to (B)(6) 2014. The patient at that time was hospitalized and his pump was then refilled. It was reported the problems were usually in the morning when the patient doesn't wake up. There had been no recent pump alarms to the reporter's knowledge. It was reported there had been no volume discrepancies at refills. Many "expert doctors" had been looking into this and they couldn't find the cause of the problem. It was noted patient symptoms reported were the same as the previous reports. The reporter questioned if it was possible for the pump to deliver more than it should at a certain time of the day and then less at another time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had another episode of sleeping for 24 hours. He was admitted to a medical center, but tests were negative again. It was felt that the patient had some swelling in his neck that was causing this. It was noted that the patient did not get excessively tight before refills and he did not get excessively loose after refills. The patient was referred to a sleep neurologist. The patient's episodes of being unresponsive were not believed to be due to being hypoglycemic, infectious, or septic.